Manufacturer narrative:
Returned device was received in decent physical condition but the with damaged lens was damaged, and the dso seal was loose. Evidence of reported problem in event log was found. During the evaluation of the device, the complaint was able to be duplicated and that the issue was caused by dso contamination. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was alarming that the cassette was not attached properly. There were no adverse events reported.